Manufacturer narrative:
A21 after battery change due to faulty c13 on ib pump downloaded properly to the carelink software noted. Unit had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported the customer received an unexpected restart alarm. The customer's blood glucose was 98 mg/dl. Customer stated their temp basal was not programmed before the alarm occurred. No add'l info provided.